Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop idle current test and run current test were in specification. No unexpected prime fill anomalies or rewind anomalies noted during our testing. All of the buttons functioned properly; no damage was found on the keypad traces and the connector on the lcd board was not unlocked during our visual inspection. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level went up to around 400 mg/dl. The customer treated her blood glucose level with shots. While priming, it would stop and start when she continuously held down the act button. The priming was not normal behavior. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.